Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The field service engineer (fse) troubleshot with the customer and found code 1105 logged in significant event log. The fse discussed recommended repair per the manual. The fse provided parts numbers for the power switch overlay and the power management printed circuit board assembly (pcba). The biomedical engineer reported replacing the power switch overlay to resolve this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
It was reported that the ventilator generated an error alarm light emitting diode (led) failed (1105) related to alarm lamp fault. There was no patient involvement.